Manufacturer narrative:
Corrected data, initial report: physician assessment indicating the seizures were not device related was inadvertently not assessed prior to report submission.

Event description:
Further information was received from the physician that the reported bad seizures were not an increase in seizures or changed seizure intensity. The cause of the seizures reported was noted to be not related to the device and instead was attributed to low sodium levels for the patient. No further intervention was reported for the seizures. No other relevant information has been received to date.

Event description:
Patient¿s mother reported that the patient experienced a couple of bad seizures that resulted in hospitalization. No other relevant information has been received to date.